Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Reference complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: after completing the ablation on one segment of the patient and while preparing to use the same fiber to treat another segment, the customer noticed the fiber tip was damaged. The laser fiber tip detached while the treating physician was cleaning it in preparation for the second ablation. Another fiber kit was opened and the second segment was treated successfully. The device was set aside and a new of the same device was used to successfully complete the procedure. There was no harm or injury to the patient due to the event. The disposable device has been returned to the manufacturer for a device evaluation.

Manufacturer narrative:
Returned for evaluation was an evlt fiber. A visual review of the fiber noted that the fiber tip was separated from the fiber shaft. The fracture was measured at 4.82mm from the tip to fracture of the fiber. The reported complaint "fractured fiber" is confirmed. The most likely root cause of the fiber fracture after evaluation is due to handling after the initial procedure was completed. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing of the disposable fiber, each fiber receives two 100% inspections and one aql inspection in which the fibers are tested fired and the power output is verified. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference complaint #(B)(4).